Manufacturer narrative:
A supplemental report is being submitted for additional event details and for device return. Additional products: d4: serial or lot#: (B)(6) h6: patient ime code(s): e0611 h6: imf code(s): f1203, f1903, f2303, f22 d4: serial or lot#: (B)(6) d9: yes, return date: 25-apr-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: patient ime code(s): e0611 h6: imf code(s): f1203, f1903, f2303, f22 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been on intravenous (IV) blood thinners for several days and progressed to having some heart failure symptoms. Their ldh never went up and their aortic valve was opening with every beat. There was a suspicion of pannus overgrowth on inflow cannula and the ventricular assist device (vad) was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional event details. The additional information was added to the event description which has been updated with the initial admission reason acute kidney injure after diuretic dose. The correction is for the prior supplemental regulatory report that was submitted that included information of the occurrence of the small bowel obstruction with pneumatosis, the temporary closure with vac and the laparotomy exploration and wound closure and vac removal. Those adverse events took place post the ventricular assist device (vad) exchange to a competitor's vad. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had initial been admitted for acute kidney injury (aki) after diuretic dose over the weekend with persistent high watt alarms. It was also stated that the occurrence of the small bowel obstruction with pneumatosis, the temporary closure with vac and the laparotomy exploration and wound closure and vac removal occurred post the vad being exchanged to competitor¿s vad.

Event description:
It was further reported that the patient was admitted with an acute kidney injury and experienced dyspnea requiring high flow oxygenation. There was a suspicion of vad thrombosis or inflow obstruction and an outflow graft thrombus was confirmed. The patient was hypoxic and had developing oliguria. The patient received a bronchodilator inhaler, an intravenous (IV) diuretic, and oral pain medications, vasodilators, calcium channel blockers and a laxative. The patient also underwent a right heart catheterization, a small bowel resection and anastomosis which had a temporary closure with vacuum assisted closure (vac). The patient had a laparotomy exploratory and wound closure with vac removal. The controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6), h6: patient ime code(s): e0514, e0717, e0726, e130501 h6: imf code(s): f1901 d4: serial or lot#: (B)(6), h6: patient ime code(s): e0514, e0717, e0726, e130501 h6: imf code(s): f1901 d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e0514, e0717, e0726, e130501 h6: imf code(s): f1901, f2303, f08, f2203, f1203, f1903 h6: img code(s): g04019 h6: FDA device code(s): a1409 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. Newly received information indicated that the patient had experienced a small bowel obstruction with pneumatosis. Additional products: controller 2.0 (B)(6) h6: patient ime code(s): e2328 battery (B)(6) h6: patient ime code(s): e2328 outflow graft (B)(6) h6: patient ime code(s): e2328 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced a small bowel obstruction with pneumatosis.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include additional adverse event experienced by the patient. - h6 patient codes (ime/annex e): updated to include code e0606 for all devices. Additional products: con416055 - controller 2.0 h6: patient ime code(s): e0606 (B)(6) - battery h6: patient ime code(s): e0606 17531279-1521 - outflow graft h6: patient ime code(s): e0606 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during admission, the patient had stage d systolic heart failure due to non-ischemic cardiomyopathy.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6), h3: yes h6:FDA method code(s): b15, b01 h6:FDA result code(s): c07 h6:FDA conclusion code(s): d11 serial# (B)(6), h3: yes h6:FDA method code(s): b15, b01 h6:FDA result code(s): c07 h6:FDA conclusion code(s): d11 serial# (B)(6), h6:FDA method code(s): b01 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d12, d14 product event summary: the ventricular assist device (vad) ((B)(6)) with an associated outflow graft segment (lot no. 17531279-1521) and the battery ((B)(6)) were returned for evaluation. The controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection revealed damage to the outer sheath of the battery cable assembly, exposing the internal insulated wires. The observed damage did not affect the functionality of the device. The battery was able to power to the test controller without any anomalies. The observed cable damage is an additional finding not related to the reported event. The most likely root cause of the observed damaged battery cable event can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Failure analysis of the returned outflow graft segment revealed that the device passed visual examination. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Review of the controller log files revealed consistent power consumption above normal operating range within the analyzed period between 22/mar/2022 and 03/apr/2022, followed by a slight increase in power consumption since 03/apr/2022; 44 high watt alarms were logged since 03/apr/2022. Review of the controller log files revealed a controller power up event with an associated pump start event logged on 02/apr/2022 at 05:54:24. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported high power and controller loss of power events were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. The reported ¿battery not providing power¿ event could not be confirmed. The reported controller overheating event could not be confirmed since the device was not available for analysis. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller overheating event may be attributed, but not limited, to environmental factors and/or a controller malfunction. Information received from the site indicated that the patient experienced elevated power consumption. Upon admission, the patient's transthoracic echocardiogram and computed tomography cardiac morphology were normal. The patient's lactate dehydrogenase (ldh) was normal and their international normalized ratio remained therapeutic. Furthermore, the patient had been on intravenous (IV) blood thinners for several days and progressed to having some heart failure symptoms. The patient developed stage d systolic heart failure due to non-ischemic cardiomyopathy. Their ldh never went up and their aortic valve was opening with every beat. There was a suspicion of pannus overgrowth on inflow cannula and the device was exchanged. It was further reported that the patient was admitted with an acute kidney injury and experienced dyspnea requiring high flow oxygenation. There was a suspicion of vad thrombosis or inflow obstruction and an outflow graft thrombus was confirmed. The patient was hypoxic and had developing oliguria. The patient further received a bronchodilator inhaler, an intravenous (IV) diuretic, oral pain medications, vasodilators, calcium channel blockers, and a laxative. The patient also underwent a right heart catheterization, a small bowel resection, and anastomosis which had a temporary closure with vacuum assisted closure (vac). The patient also had a laparotomy exploratory and wound closure with vac removal. Of note, the small bowel obstruction with pneumatosis, the temporary closure with vac, the laparotomy exploration, wound closure, and vac removal occurred after the device was explanted. The patient also experienced a small bowel obstruction with pneumatosis and acute kidney injury (aki) after diuretic dose. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, worsening heart failure, renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right ventricular failure, renal dysfunction, and suspected thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the product event summary. Product event summary: the pump (B)(6) with an associated outflow graft segment (lot no. 17531279-1521) and the battery (B)(6) were returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection revealed damage to the outer sheath of the battery cable assembly, exposing the internal insulated wires. The observed damage did not affect the functionality of the device. The battery was able to power to the test controller without any anomalies. The observed cable damage is an additional finding not related to the reported event. The most likely root cause of the observed damaged battery cable event can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. (B)(6) is in scope of fa1257, which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. While (B)(6) is in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the battery welding. Failure analysis of the returned outflow graft segment revealed that the device passed visual examination. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Review of the controller log files revealed consistent power consumption above normal operating range within the analyzed period between 22-mar-2022 and 03-apr-2022, followed by a slight increase in power consumption since 03-apr-2022; 44 high watt alarms were logged since 03-apr-2022. Review of the controller log files revealed a controller power up event with an associated pump start event logged on 02-apr-2022 at 05:54:24. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported high power and controller loss of power events were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. The reported ¿battery not providing power¿ event could not be confirmed. The reported controller overheating event could not be confirmed since the device was not available for analysis. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller overheating event may be attributed, but not limited, to environmental factors and/or a controller malfunction. Information received from the site indicated that the patient experienced elevated power consumption. Upon admission, the patient's transthoracic echocardiogram and computed tomography cardiac morphology were normal. The patient's lactate dehydrogenase (ldh) was normal and their international normalized ratio remained therapeutic. Furthermore, the patient had been on intravenous (IV) blood thinners for several days and progressed to having some heart failure symptoms. The patient developed stage d systolic heart failure due to non-ischemic cardiomyopathy. Their ldh never went up and their aortic valve was opening with every beat. There was a suspicion of pannus overgrowth on inflow cannula and the device was exchanged. It was further reported that the patient was admitted with an acute kidney injury and experienced dyspnea requiring high flow oxygenation. There was a suspicion of vad thrombosis or inflow obstruction and an outflow graft thrombus was confirmed. The patient was hypoxic and had developing oliguria. The patient further received a bronchodilator inhaler, an intravenous (IV) diuretic, oral pain medications, vasodilators, calcium channel blockers, and a laxative. The patient also underwent a right heart catheterization, a small bowel resection, and anastomosis which had a temporary closure with vacuum assisted closure (vac). The patient also had a laparotomy exploratory and wound closure with vac removal. Of note, the small bowel obstruction with pneumatosis, the temporary closure with vac, the laparotomy exploration, wound closure, and vac removal occurred after the device was explanted. The patient also experienced a small bowel obstruction with pneumatosis and acute kidney injury (aki) after diuretic dose. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, worsening heart failure, renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right ventricular failure, renal dysfunction, and suspected thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and additional information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted to intensive care unit (ICU).

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Updated a4, b5, additional codes block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 / model #: 1403 / expiration date: 31-mar-2022 / serial or lot#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 24-mar-2021 / labeled for single use: no / (B)(4). Brand name: heartware ventricular assist system ¿ battery / model #: 1650/ catalog #: 1650/ expiration date: 30-apr-2022 / serial or lot#: (B)(4) / UDI #:(B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 16-apr-2021 / labeled for single use: no / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) exhibited above normal power consumption associated with high watt alarms. The controller also exhibited an unexpected loss of power which appeared to be due to an accidental double disconnect and one battery was not providing power. The patient was admitted for further monitoring/evaluation, and the estimated hematocrit settings on the controller were adjusted from 48 percent to 45 percent. During the admission, it was noted that the controller was warm, and the vad continued to exhibit high watt alarms. The patient's transthoracic echocardiogram (tte) and computed tomography (CT) cardiac morphology were normal. The patient's lactate dehydrogenase (ldh) was normal. Their international normalized ratio (inr) was 2.7 and remained therapeutic. The vad and controller remain in use. The battery was remove from service. No patient complications have been reported as a result of this event.